Event description:
Patient admitted (B)(6) 2022 transferred with shortness of breath, reports of abnormal pump hum, (not found on exam), and infectious complications post-pectus sheath repair. Ldh 619 (normal range in 100). Ast, alt and t­ bili wnl. Pt taking coumadin as prescribed. Aspirin not given due to prior bleeds. Vad flows and powers within normal limits. CT scan on (B)(6) 2022 without evidence of thrombus and lvad driveline intact. On (B)(6) 2022 echo unchanged from (B)(6) 2022 with no increase in lv size. Heparin started (B)(6) 2006. Increase in flows to 6 noted (B)(6) 2018, then increase of flows and powers to 10s the same day. Patient not a vad exchange candidate due to infectious complications. Patient and family elected comfort care with patient death; (B)(6) 2022.